Manufacturer narrative:
PMA/510(k) #k182980. Device evaluation: the zib6-40-6.0-30 device of lot number c1659427 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zib6-40-6.0-30 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-6.0-30 of lot number c1659427 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1659427 there is no evidence to suggest the user did not follow the (ifu0040-6). The japanese packaging insert c-ci0405d11 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to device handling technique by the user / patient`s tortuous anatomy. This could have contributed to the failure to withdraw the outer sheath which made it difficult to deploy the stent. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No injury to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #k182980. Device evaluation: the zib6-40-6.0-30 device of lot number c1659427 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zib6-40-6.0-30 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zib6-40-6.0-30 of lot number c1659427 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1659427 there is no evidence to suggest the user did not follow the (ifu0040-6). The japanese packaging insert c-ci0405d11 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to device handling technique by the user / patient`s tortuous anatomy. This could have contributed to the failure to withdraw the outer sheath which made it difficult to deploy the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No injury to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted to capture an update to the annex a code.

Manufacturer narrative:
PMA/510(k) #k182980. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Approach was gained from the liver. The user attempted to deploy the stent though, the outer sheath could not be withdrawn, which made it impossible to deploy the stent. Therefore, the device was removed from the patient and the procedure was finished without any additional treatment. There have been no adverse effects to the patient reported. Additional information: prefix zib6: was the device used percutaneously? Yes. Where on the patient was the percutaneous access site? Liver. Details of access sheath used (name, fr size, length)? What was the target location for the stent? Was the device flushed through both flushing ports before the procedure, as per IFU? Unknown. Details of the wire guide used (name, diameter, hyrdophyllic)? Was the patient's anatomy tortuous or calcified? (Tortuousity:yes calcification:no). Was resistance encountered when advancing the wire guide or delivery system to the target location? Unknown. How did the physician deal with this resistance? Was the target location calcified? Did the tip of the delivery system cross the target location? Unknown. Are images of the device of procedure available? No. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Was pre-dilation performed ahead of placement of the stent? Unknown. Was post-dilation performed after the placement of the stent? Unknown.